Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0x79h, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3889-28, lot # va0x79h, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead, (B)(4) pertains to ipg ((B)(4)) and tined, lead (va0x79h). (B)(4) pertains to ipg ((B)(4)) and tined, lead (va0x79h) evaluation pertains to ipg ((B)(4)) and tined, lead (va0x79h).

Event description:
A healthcare professional reported via a manufacturer representative (rep) the entire system was explanted. It was noted that the patient was on a carnival ride at the county fair, she experienced a traumatic event that caused her interstim device to become damaged. The patient¿s neurologist was requiring an MRI even. The patient was receiving excellent therapy and did not wish to have the device removed, however the patient's healthcare professional (hcp) agreed that the MRI was necessary. The device was interrogated at the hcp's office. The patient wished to receive another implant as soon as possible. It was noted the event occurred in (B)(6) 2016. It was noted the patient was experiencing leg pain due to the event. The was stated the patient had a traumatic injury due to a carnival ride. It was noted the system was explanted and the issue was resolved at the time of the report. It was noted the explanted occurred on (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.